Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date and a topical skin adhesive was used. The patient presented with itching, erythema, and a papular rash within three to five days post-op. The reaction was localized at the incision site. The topical skin adhesive was removed and the patient was prescribed benadryl.